Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella 5.5 was inserted successfully but increased ectopy noted after impella placement. The patient has a history of non-sustained ventricular tachycardia. Lidocaine bolus administered and impella repositioned. Ectopy resolved and patients remains on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Optical signal issue: data logs were reviewed and first lt log of case showed psnr alarms occurring. At time of psnr alarms, snr dropped to 0, gain and light both decreased, and contrast was observed to be oscillating. Oscillating contrast occurred twice during support and all optical parameters resolved in both instances. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint (B)(4) for an investigation into the console. No problem was found with the pump during the case. Vf/vt: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. The cause of the ectopy was unable to be determined due to insufficient clinical details. The failure mode vt/vf/at/af is used as a category for injuries including arrhythmia, asystole, bradycardia, cardiac arrest, heart block, paroxysmal atrial fibrillation, tachycardia, ventricular fibrillation, and ventricular premature complexes. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The customer reported a placement signal not reliable (psnr) issue.